Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that during a routine f/u visit, this right atrial (ra) lead was found to be dislodged. The dislodgement was confirmed on an x-ray. A revision procedure will be scheduled to reposition the lead in the near future. No adverse pt effects were reported.